Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the infusion set tubing became caught on door knobs which caused the pump case to fall off and caused the infusion sets to be pulled out. Reportedly, this caused the customer to experience an elevated blood glucose. Reportedly, the customer reverted to manual injections.